Event description:
In a journal article, a customer reported refractive surprise with post operative spherical equivalent was greater than one diopters in the unknown eyes of a patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: lindsay s. Spekreijse, noel j.c. Bauer, frank j.h.m. Van den biggelaar, predictive accuracy of an intraoperative aberrometry device for a new monofocal intraocular lens, j cataract refract surg 2022; may 2021, volume 48 issue 5, 542 to 548. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).